Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due (B)(6) 2018 with low blood glucose. The customer had collapsed from the low. The customer was sweating and did not remember what happened. The customer was taken to the emergency room and their blood glucose was 125 mg/dl at the time of admission. The customer was treated with glucose and an EKG. Troubleshooting was declined for the low blood glucose. The customer requested that they receive a sensor in order to better track their blood glucose values. The insulin pump will not be returned for analysis.